Manufacturer narrative:
According to the information provided, the patient was revised approximately 1 year and 7 months following the initial right atsa due to pain. The pain reportedly began approximately 4 months following the initial surgery. Reverse components were implanted during the revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta). (B)(6), 314-13-25 - equinoxe cage glenoid xl, post aug, left. (B)(6), 315-35-00 - glnd kwire. (B)(6), 531-20-00 - shldr gps rvrs drill kit. (B)(6), 531-78-20 - shouldr gps hex pins kit. (B)(6), a10012 - gps implant kit v2.

Event description:
As reported, approximately one year and 3 months post the initial right atsa, the patient developed pain in the shoulder joint and was revised to a reverse. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.